Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing conducted by the user facility, the subject device repeatedly tested positive for microbes as follows. First time; (B)(6) 2018 suction channel: genus candida (1cfu/ml) and micrococcus sp. (1cfu/ml). Second time; (B)(6) 2018 instrument channel: staph. Warneri and staph. Pasteuri (2cfu/ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) . (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the instrument and the air/water channels of the subject device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".